Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on a non-boston scientific defibrillation lead. As a result the noise was oversensed with led to pacing inhibition (beats undetermined). No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that a temporary pacing wire was placed. The df1 pins were reversed in header and corrected. The rate/sense pin was reinserted and all the noise was resolved. Should additional information become available, this event will be updated.